Manufacturer narrative:
The reported event was ¿the lead wasn't fixating to the tissue¿. A complete lead was returned in one piece with the helix extended and was measured within specification. The helix was also returned clogged with blood/tissue. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited difficulties to be implanted. The rv lead was not used and replaced. The patient was in stable condition.